Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was audio failure, the speaker is broken. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a speaker failure and the customer was advised to have the device repaired, which the customer refused. The device was not available for additional investigation and remains at the customer's site unrepaired. No further action is required at this time. H3 other text : customer refused repair.

Event description:
It was reported to philips that there was an audio failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.